Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suture cut needle driver instrument was analyzed and found to have a broken main tube. A piece measuring approximately 0.2930" x 0.155" was not returned with the instrument. The complaint was confirmed by failure analysis. .

Event description:
It was reported that during central processing, the large suture cut needle driver shaft burst after sterilization. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the large suture cut needle driver broke in the sterilization process. There was no patient involvement.